Event description:
The alsius icy femoral catheter was inserted in the patient for therapeutic hypothermia following a cardiac arrest. When the catheter was initially connected to the coolgard temperature management system, the inflow and outflow ports of the femoral catheter were correctly connected to the coolgard. The patient was disconnected from the device to go for an x-ray. When the patient returned to the nursing unit, the femoral catheter was reconnected to the coolgard. A short time later, the device alarmed showing an air trap alarm. After trying to trouble shoot the air alarm, it was discovered that the catheter was incorrectly connected to the cooling device. The line carrying the cooled saline from the cooling device to the patient was attached to one of the three central venous lumens instead of the cooling inflow lumen of the catheter. It was attached to the blue, proximal IV port. The incorrect connection caused the saline used for cooling to be administered to the patient through the central line instead of circulating through the catheter balloons. The design of the five lumen intravascular catheter allowed the cooling device and saline to be incorrectly connected. An alternate type of connection would prevent such connections and could make it not possible. Connection type: the connection of the catheter inflow lumen and the cooling device are identical to intravenous connections and allow misconnections to occur. The line from the coolgard carrying cooled saline to the patient can be inadvertently connected to one of the central IV lumens. The inflow cooling line on the catheter can be inadvertently connected to an intravenous infusion line. If the inflow cooling lumen used an alternate connection type, misconnections would not be possible. Connection shape, size: the inflow lumen of the catheter that is to be connected to the cooling device has a plastic port that is identical in shape and size to the three intravascular lumens. The identical shape and size can lead to misconnection. A contrasting, different shape port for the inflow cooling lumen would provide better visual cues and prevent misconnections. Lumen color: the color of the two cooling lumens, inflow and outflow, do not have a strong contrast or visual cue to prevent misconnections. The two cooling lumens are teal, the three IV lumens are navy, brown and white. A stronger contrasting color - i.e., bright red or orange - of the cooling lines would provide a visual cue to prevent disconnection.printed identifiers on lumens: the teal color of the cooling lumens make it hard to read the "in" and "out" on the lumens. The dark navy color of the proximal lumen makes it difficult to even see that "proximal" is printed on it even with bright lighting. In addition, the printed identifiers appear on only one side of the lumens. If one is not looking at the correct side, no printed identifier appears. Warning tag: the warning tag on the inflow lumen is loose and slides to the distal end of the line so it is not near the port connection end. It can also fall off the line.======================manufacturer response for intravascular heat exchange catheter, icy intravascular heat exchange catheter kit (per site reporter)======================field representative conducted on site education for nursing unit staff and scheduled additional education for staff within 30 days.